Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the error did not occur again. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.